Event description:
Related manufacturer reference number:1627487-2023-02753. It was reported one of the patient's leads had migrated and a new lead was being added to provide effective coverage. The patient underwent surgical intervention where the migrated lead was explanted and replaced and a new lead was added. Reportedly, the patient now has effective therapy.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient would undergo a lead revision. One lead had migrated shortly after implant. The revision took place where the migrated lead was replaced, and another lead was added for better coverage. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.